Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to medical attention. Meter and test strips were returned for evaluation. Evaluation is pending. Note: manufacturer contacted customer in a follow-up call on 19-jan-2022 to ensure replacement product resolved the customer¿s initial concern - able to establish contact with customer who stated they are satisfied with the replacement product.

Event description:
Consumer reported complaint for high blood glucose test results. Office manager is calling on behalf of the facility. Office manager stated that on (B)(6) 2021 a blood test was performed on a patient using true metrix pro meter and the result obtained had been 185mg/dl (fasting/non-fasting unknown). The patient had a seizure while in the office and paramedics had been called. The paramedics had arrived within 20 minutes, had performed a blood test on the patient and had obtained a result of 35mg/dl (fasting/non-fasting unknown). The diagnosis was low blood sugar and patient was treated for hypoglycemia. No further details were provided. The test strip lot manufacturer¿s expiration date is 07/29/2022. Product storage and open vial date were not disclosed.

Manufacturer narrative:
Sections with additional information as of 18-feb-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high and low readings. No defect found on returned meter. Root cause: rc-061: storage outside specifications.